Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The graphical user interface ( gui) printed circuit board (cb) was replaced. The backlight inverter pcb and software were upgraded. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not in use on a patient at the time of the event.